Manufacturer narrative:
It was reported that a patient was implanted with a stalif c device. Details of the implantation surgery are unknown. The stalif c device was removed on 24 apr 2024. The distributor reported the stalif c device was removed due to ongoing pain with no indication of device malfunction and no additional patient complications. The removal case was completed successfully with the stalif c cage being replaced by a larger cage backed up by posterior screw fixation. A review of the DHR could not be completed as the part number and lot number were not provided and could not be determined during the investigation. Complaint trending found that the rate of complaints was found to be at an acceptable level where the clinical benefits outweigh the risks. A review of the related risk assessments found that the risks associated with the complaint are identified and mitigated to an acceptable level. The implant was not returned for evaluation following the removal as it was not released by the hospital. No further details on the removal case or imaging were provided. There were no anomalies associated with the complaint identified during the investigation. According to the distributor, the implant was removed due to the patient experiencing ongoing pain. This submission is 1 of 1 devices involved in this event.

Event description:
A stalif c device was implanted. Details regarding the implantation surgery are unknown. The patient later presented with ongoing pain requiring removal of the stalif c device to treat the patient's condition. Dr. Melvin law removed the stalif c device on (B)(6) 2024 and replaced it with a larger cage backed up with posterior screw fixation. The removal surgery was successful. There was no indication of device malfunction and no additional patient complications reported.